Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a broken cable was observed hanging out of the wrist end of the pk dissecting forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch cables were broken. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instruments distal pulleys had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visable scratches on the surface of the pulley. The mechanical indentation and burr damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.